Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report multiple power error detected alarms and replace battery alarms. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The customer called to inform us that she said she refused the shipment because her pump started working again.